Manufacturer narrative:
No button error alarm or audio and beep anomaly noted during testing. Device had unresponsive buttons due to flattened act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify low battery alarm, unexpected error message, rewind anomaly due to unresponsive button. Device had broken battery cap, broken battery tube threads. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was sticky and unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that batteries were dies quicker, rejected new batteries, erased setting, insulin did not squirting out during priming and grinding noise. Customer stated that insulin pump had unexplainable no delivery alarms, low battery and low reservoir alert, scratches and damage on the display and it affects visibility and had cracks and fractures. The insulin pump will not be returned for analysis.